Event description:
The dental implant fx4010swc was removed on (B)(6) 2020 due to failure to osseointegrate 9 months after implantation. The patient has no significant medical history. The doctor noted bone resorption during explantation. The patient has recovered without complications.